Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and replace battery now. Customer's blood glucose was unknown. Customer stated that they used multiple batteries from multiple marks and always gets the same alarms. Customer advised to do the power error procedures before receiving our energizer batteries and we will send her a battery cap too. Customer was advised to clean battery compartment.